Manufacturer narrative:
Investigation summary: the customer reported one of the drip chamber spikes was gone, and returned the used set of material 10010903, lot 24129114. Upon initial visual examination, the set verified the failure, and only one spike and tubing was attached at the top of the drip chamber. The second tubing and spike was not returned with the set. The set was examined under a microscope, and insufficient solvent was found on the drip chamber joint. The manufacturing plant found the root cause for the blood tubing spike separation to be related to incorrect solvent assembly process. The plant did not take any actions to address the failure as the line for material 10010903 was reactivated at a different bd plant, starting 10mar2025. The plant that produced this batch is no longer producing the material number. The new plant issued a quality alert on june 05, 2025, to communicate and reinforce the correct solvent assembly procedure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Sample.

Event description:
It was reported that bd alaris smartsite gravity blood set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that they had a different issue with the blood set. At the beginning of a case, one of their colleagues brought the patient into the or and noticed a large puddle below the IV sets. When examining the cause, he found one of the bags to be empty. There are two lines leading up from the drip chamber, and one was completely gone. I don¿t know if it was there in the first place and popped out, or if it was missing from the beginning. But the line had not been used and was never under tension that we know of.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed